Manufacturer narrative:
The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation was not able to judge the relation between the subject device and the event from the following investigation results. Investigators reviewed the reprocessing steps provided by the user and could not find information to judge deviation from IFU. Investigators also reviewed legal manufacturer device inspection result, confirmed no nonconformity. Therefore, confirmed that the device met its specifications and function. The device IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming unit (cfu) of escherichia coli and enterobacter cloacae complex. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.